Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received a report where a customer reported after the procedure had completed and the pt was removed from the system, the pt support moved down without command. Philips service confirmed there was no harm to a pt, operator, or bystander due to this reported event.

Manufacturer narrative:
(B)(4). On (B)(6) 2013 the customer reported that when performing a patient procedure on the brilliance 6 air CT system, after the scan was completed and the patient was removed from the system, the patient support moved down without command. It moved to the position where 460 was shown in the panel for the couch vertical position. Then, the table moved down continually even when the soft limit switch was reached. At the end, the vertical position shown in the gantry panel was 487. During this process, there was no command from the operator and the gantry did not lose power. The customer was unable to raise the table and the system was inoperable. No harm to a patient, operator, or bystander due to this event was reported. The customer contacted philips help desk to inform them of the issue and a field service engineer (fse) was dispatched to the site. On 21-jun-2013, the philips fse arrived on site and evaluated the system. Upon evaluation, the fse raised up the patient table by service mode and returned the table to normal mode, he then power up the gantry by turning the key switch. The table came down again even during the gantry initialization. The fse found no stuck buttons, but determined the couch power pcb offered the power to the brake all the time after turning the key switch. The fse determined that the patient support motion without command was the result of a failed patient support power board. The fse replaced the printed circuit board (pcb) to resolve the problem. The parts were returned on 20-aug-2013 for evaluation. Also the error log was provided for engineering evaluation. CT engineering determined the most probable cause of the issue was liquid ingress into the pcb board, causing the unintended vertical movement and preventing the brake from releasing. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: ¿ two, redundant monitors are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ hw emergency stop button stops all the motions. ¿ buttons test during initialization. ¿ instructions in instruction for use to observe patient during all movements. ¿ when scan starts, the cirs checks for correct direction and that spiral motion does not stuck ¿ controller software verifies that commanded motions are executed or a fault condition is assumed. ¿ couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. ¿ a scan procedure and is redundantly measured by examining both horizontal position encoders. ¿ when the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. The fse replaced the couch power board assembly to resolve the problem.

Event description:
Philips received a report where a customer reported after the procedure had completed and the patient was removed from the system, the patient support moved down without command. Philips service confirmed there was no harm to a patient, operator , or bystander due to this reported event.